Event description:
It was reported that during the procedure to implant the device, the inner dilator popped back creating a "rough transition" near the point of deployment. As deployment was attempted, some of the hooks became caught inside the sheath and the filter could not be advanced or retracted. A recovery cone was used to retrieve the filter via the jugular. Another femoral filter was placed without incident. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has been returned; however, evaluation has not been completed. Based on the information available to date, the results of the investigation are inconclusive and the root cause is unknown.